Event description:
It was reported that an external fluid leak was observed during the disinfection process of two units of u9000. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the two provided photos showed the product wet. The reported condition was not verified. Based on past investigations, the most likely cause is a crack in the housing nearby the welding zone. The cause of the crack is design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.